Manufacturer narrative:
Field complaints of sensing noise, header break, and mode switch were not confirmed. The device was received in normal working conditions with voltage above eri. Analysis performed, including output verification, sensitivity test, crosstalk test, and inspection of header and connectors showed normal device characteristics with no anomalies contributing to reported event of sensing noise, broken header, or mode switch. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker and the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. It was also noted that the pacemaker was struck while the patient was moving rocks, suggesting that the header had been damaged. The noise was not reproducible under testing conditions. The pacemaker and the ra lead were explanted and replaced. The patient was in a stable condition.